Manufacturer narrative:
Sr-(B)(4)

Event description:
The complaint device was received for evaluation and passed external visual inspection. The receiver booted up and charged. Receiver functional testing was performed and the device passed. The receiver log was downloaded and a loss of connection was observed. The customer complaint was confirmed via log data but the reported allegation could not be reproduced with the returned device. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/20/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.